Event description:
It was reported to boston scientific corporation on september 24, 2007 that a wallstent rx biliary endoprosthesis stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure, with stent placement, in an adult male patient. According to the complainant, "(d) uring the procedure the stent ('s) internal introducer broke off (after stent deployment), (and) was retrieved with (a) pol(y) pectomy snare (product and manufacturer unknown)." It was further reported that "the stent was successfully deployed" and "the patient was good" following the procedure.

Manufacturer narrative:
The suspect device has not been received by the manufacturer; therefore, a failure analysis is not available and the relationship between the device and the cause of the event is undetermined. A device history record review and product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.